Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented for a routine check with multiple episodes of intermittent and random lead noise. No other anomalies were reported. Programming changes were made. The lead was capped and replaced during the generator change out. The patient was stable throughout the procedure.